Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. A large hematoma and active bleeding were noted at the vascular access site in and around the impella repositioning sheath. The patient previously had an impella device placed via the right femoral artery. Due to lack of pulsatility and poor left ventricular function, the care team decided to place a second impella device via the left femoral artery. It is unknown whether micropuncture and/or ultrasound guidance was used for vascular access. The peel-away sheath was removed in the cardiac catheterization lab. However, it is unclear whether the sheath was fully removed from the patient¿s anatomy prior to being peeled or broken away. After returning to the intensive care unit with the impella in place, the patient required four units of packed red blood cells.

Manufacturer narrative:
The investigation was completed and no product return: asae/ major bleed/ hematoma: large hematoma and bleeding at access site noted around the impella repositioning sheath. Peel away sheath was removed but unknown if fully removed from anatomy before peel/breaking away. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.